Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record could not be performed as the serial number of the device provided could not be confirmed. Based on the results of the investigation, the cause of the damaged power switch could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found: the power switch at the front was damaged with exposed internal component and its plastic cap was torn off. In addition, found the air pressure was low due to a faulty air pump unit and the tubing was an older type. Also found the air joint unit and the connector socket at the front was worn out. Found the four (4) suction feet at the bottom with weak suction force and the main chassis and the top cover with rust inside. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the maintenance unit exhibited a broken power switch with exposed internal components. There were no reports of patient involvement.